Event description:
It was reported that when the stimulation was turned on there was no stimulation sensation. The device was providing stimulation yesterday, but stopped today. Add'l info has been requested, but was not available as of the date of this report.